Manufacturer narrative:
The device was returned, and the evaluation found that switch 1 had a cut, the forceps channel had corrosion due to water leakage, the water tightness was lost due to deformation of the plug unit, the acoustic lens had a chip, the adhesive around the light guide lens had a chip, the adhesive on the distal end rubber had a chip, and the angle wire was worn, causing the play in the up down direction to not be standard. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no amount of any microbiological activity. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted. Related patient identifiers are as follows: MFR# 3002808148-2024-01234, 3002808148-2024-01676, and 3002808148-2024-01675.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for 4 colony forming units (cfus) of a-hemolytic streptococci. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's (lm) final investigation. The lm reviewed: the customer provided cleaning sterilization and disinfection (cds) processes where information to judge deviation from the instructions for use (IFU) was not identified. Olympus provided, the following result of the culture test. Performed at the third-party labs: sampling date: (B)(6) 2024; sampling from: all channels; colony forming units (cfu): 0; bacterial identification: n/a. The device was evaluated. Where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing, by the user after reprocessing. However, when olympus culture tested, after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included, in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.